Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was ¿very difficult¿ to connect to a non-baxter adaptor. This occurred while attempting to connect the set to the patient to replace the patient¿s prior transfer set. The reporter stated that the connection had been sterilized with alcavis, and that there was no visible damage to the threads. There was no patient injury or medical intervention associated with this event. No additional information is available